Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if the issue recurred.